Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive threshold suspend and was not sure why. Customer's blood glucose was 134 mg/dl and threshold suspend limit was set to 65. Customer states sensor glucose value was between 58 and 66.